Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the stimulation unintentionally turned off two times in 20 days. The patient was not in the environment tend to be affected by magnetic field, so it was difficult to determine the cause. It was further reported that influence of magnetic field may have contributed to the event. The device settings were unknown. No x-ray images were available. Surgical intervention was planned, implantable neurostimulator (ins) replacement may be conducted. It was unknown if the issue was resolved but the rep will obtain further information from the hcp on (B)(6) 2016. The rep reported a month later that the cause of the stimulation turning off was unknown. The patient has two inss implanted and they have not been replaced. Reference manufacturer report # 3007566237-2016-02991.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.